Event description:
It was reported that the device was alarming every 4 hours. An interrogation found 71 short interval counts (sic) and 2 high rate n on-sustained episodes; 21 of the sic were in less than 24 hours. Isometric maneuvers and pocket manipulation was performed without the recreation of noise. The lead and device currently remain in use; however a revision is scheduled to evaluate for a loose set screw and to visually evaluate the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with 2 ventricular fibrillation (vf) episodes <(><<)>=210 ms average v-cycle on (B)(6) 2012. There were 3 lead failure predictor high rate-non-sustained <(><<)>= 217 ms average v-cycle between (B)(6) 2012 and (B)(6) 2013. The lead integrity alert triggered, there was 1 patient alert for lead failure predictor on (B)(6) 2013. Interference/noise was noted. The ventricular short interval count v-sic=21 counts, in 0.48 day between (B)(6) 2013. (B)(4) implantable cardioverter defibrillator (ICD)  (B)(6) 2012; 4592 implantable pacing lead (B)(6) 2012. (B)(4).